Event description:
An other health care professional reported that, during intraocular lens implant procedure, the lens broke when injecting it. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer indicated the use of a qualified cartridge. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, at the time of injection, it was discovered that the lens was broken. Patient contact reported without any patient harm. The surgery was completed using another iol.